Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a rv lead integrity alert (lia) for high rate-non-sustained (hrns) episodes and elevated sensing integrity counter (sic). Device interrogation was performed, and tachyarrhythmia therapies were disabled as a precautionary measure, and the patient was placed in a life vest due to concerns related to rv lead sensing performance. The patient expressed frustration and stated to have post-traumatic stress disorder (ptsd) and could not sleep due to the process. It was further reported that analysis of stored electrograms showed oversensing on the rv lead consistent with electromagnetic interference (emi) and noise. A sensing issue was identified, and a fracture was suspected in the low voltage portion, resulting in oversensing. The rv lead was subsequently explanted and replaced with an ev-ICD system. No further patient complications have been reported as a result of this event.